Manufacturer narrative:
The guidewire was returned, and it was observed that it was unraveled at spring tip, moreover it was bent, stretched and detached at distal tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 25feb2025. It was reported that guidewire unraveled occurred. The target lesion was located in a peripheral artery. A platinum plus guidewire was selected for use in a lower extremity angiogram. During the procedure, it was noted that the wire became unraveled at the distal tip. The core wire remained intact. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that the distal tip was detached.